Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak of identified by service center when moisture was noted in pneumatic area of returned homechoice device. No permanent pt injury was reported however, pt reportedly had 500 to 1000 mls of air infused into their peritoneum which requried elimination at a hospital.